Manufacturer narrative:
Affected model numbers: 04380221, 05242826, 05977066, 05977074, 05984005, 05989079, 05989087, 05989095, 05991109, 05991117, 05992099, 07324119, 07324135, 07324143, 07324150, 07760809, 07760932, 07761161, 07823946, 07823953, 07823979, 10151531, 10151532, 10275879, 10413009, 10520745, 10275007, 10275008, 10275009, 10275010. There are four (4) applicable 510(k): symbia e single/dual: k072567, k082506; symbia s and t series: k082506. Result code: an end cap fell off and exposed a sharp edge. This is not a failure of the device. The end caps are designed to come off so that service can access the light rail for the detector. A missing end cap is a service call and the service engineer can replace them. The users may also have their service engineer order extra end caps for them to keep on hand and replace themselves if they should fall off.

Event description:
A nuclear medicine gamma camera detector light rail end cap had fallen off the light rail. A sharp edge was exposed without the end cap. The end cap is designed for removal so that a service technician can access the light rail. A technologist (operator) was injured when she reached in the gantry area to remove a blanket from a pt. When the technologist pulled the blanket and her arm out of the gantry area, she pulled her arm along the sharp edge and cut her forearm. The cut required stitches.